Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the saphenous vein graft (svg) to the right posterior descending artery (pda). The graftmaster stent delivery system (sds) was noted as poor handling and failed to cross the short 70 degree angle bend. The device was removed and was not deployed. The perforation was treated using balloon angioplasty with a good result. The patient was reported as doing well and has since been discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use (IFU) states that it is not recommended that the product be used after the use before date. Based on the information reviewed, there is no indication of a product deficiency.